Event description:
Freestyle libre 2 failed to launch(out of 7 sensors received, this was #5) tech support suggested to install another sensor. #6 failed to operate. #7 worked. Time expired, and I applied #8, the replacement for #5, and it has operated intermittently. Readings between sensor and finger sticks differ between 10 & 150 percent. Today, sensor said I was below 70, while fingerstick indicated glucose > 160. Reference numbers: mw5117628, mw5117629, mw5117630.